Manufacturer narrative:
Device evaluation summary: device evaluation of charger sn (B)(4) has been completed. The reported problem (battery charger problem) has been confirmed. The cause of the inability to charge the batteries is contamination of the pca inside the charger. The root cause of the contamination could not be positively identified but was likely liquid ingress of an unknown contaminant. No adverse event resulted from the contaminated charger. The pt received a replacement charger.

Event description:
A (B)(6) male pt contacted zoll customer support to report that his battery charger was displaying a battery charger fault. The pt was issued a replacement charger.